Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. Corrosion was observed on several internal components. A tear was observed on the unexposed portion of the soft cannula, from which fluid was observed to leak from. The tear on the internal portion of the soft cannula is confirmed as the root cause of the reported event and observed corrosion. No blood was observed on the returned device. Inspection of the formed needle found no damages or defects that would cause bleeding.

Event description:
A patient reports while wearing a pod between 1 and 4 hours their blood glucose level had rose to over 400 mg/dl. In addition the patient reports having bleeding at the pod infusion site. As treatment, the patient administered 2 correction boluses totaling 4 units of insulin.